Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump battery could not be charged resulting in a pump shutdown. Customer's blood glucose ranged from 90-200 mg/dl. Reportedly, customer reverted to manual injections.